Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "error code 0," which was confirmed and reproduced as a sharp watchdog timeout sys ecode: 0 at power up. Review of the event history log was not performed because the event log was not retrievable due to a failed processor printed circuit board (pcb). Evaluation determined cause of the reported symptom was a failed processor pcb. The processor pcb was replaced.

Event description:
It was reported that a spectrum pump displayed error code 0. Any patient involvement, injury or medical intervention is unknown.